Event description:
It was reported the infusion site was just changed and the battery was replaced. After replacement, the pump went blank and started counting to 6 and then it said ¿pump reset.¿ it went blank again, counted to 6 and then the time and date needed to be reset.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).